Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, d9, e3, g1, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 05- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the main drawer 5 failed to detect on the communication bus. The field service engineer replaced the power and control module board and module controller board, verified the drawer cavity by manually removing pockets and removed the medication packaging contamination and then reseated the pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, main drawer 5 on 4w pyxis was not being detected on the communication bus, which prevented the user from removing or issuing medication for a patient. Customer tried rebooting, turning the machine off, disconnecting the battery, reconnecting it, flipping the switch back on and nothing. Then they opened the back panel and noticed something was unplugged and plugged it back in, still nothing. Checked all connections to the drawer and still nothing. Then they noticed there were no lights on the circuit board like on all the other drawers. Customer contemplated the circuit board may need to be replaced. However, the customer stated: that there was no delay in patient care, or no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrected MFR report number submitted the MDR 2016493-2025-00064 on jan 09 2025, because we already attempted to submit the same MDR 2016493-2025-00064 on jan 02 2025, for which ack1(1009736172.10.1735821470885@hcl01-l-cjwt6d3.bdx.com) was successful but ack3 (ci1735821473791.6817931@fdsahl88ceb438_te2) failed due to duplicate MFR report number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced power and control module board and module controller board, verified drawer cavity by manually removing pockets and removed medication packaging contamination and reseated pockets to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, main drawer 5 on 4w pyxis was not being detected on the communication bus, which prevented the user from removing or issuing medication for a patient. However, the customer stated that there was no delay in patient care, or no patient harm reported. There were no adverse events or injuries reported based on this event.